Event description:
The customer reported the device failed opcheck for internal paddles/pacer. There was no negative pt impact.

Manufacturer narrative:
The customer reported the device failed opcheck for internal paddles/pacer. There was no negative pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.